Event description:
Additional information identified that surgical intervention was undertaken on (B)(6) 2018 wherein the ipg pocket was revised. Patient has effective therapy post-operatively. Issue resolved after ipg was revised.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ipg was protruding since patient lost weight. Reportedly patient experienced discomfort at the scs ipg pocket site. Surgical intervention may be pending to address the issue.